Manufacturer narrative:
Product condition received. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extension tubing was also returned. Product eval: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.025cm in length. Conclusion: the reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The reported problem of migration could not be verified as we are unable to mimic the clinical setting or verify the reported problem in a laboratory setting. Although we are unable to confirm the reported migration, this issue can occur if the iab is placed too low in the pt or if the iab is not secured properly during the procedure. Per the instructions for use, the iab catheter should be placed with the catheter tip just distal to the left subclavian artery and be restrained by securing the suture pads and the y-fitting to the skin. (B)(4).

Event description:
We recently had an iab that had to be removed from a pt because of a micro rupture. There were no complications related to this incident. The iabp had been in place for just over 72 hrs and was just about to be removed. The pt tolerated removal well. Difficulties encountered during pumping. Alarm sounded (leak error). Blood was seen in the catheter tubing. No pt injury or death resulting from the event. More info received on: (B)(4) 2013. Iabp was placed in pt who presented to the ed with mi cardiogenic shock. Pt was admitted to the ICU for management. On (B)(6) 2013 it was determined by x-ray that the iab had moved down. Pump was placed on stand-by and moved forward by the cardiologist. On (B)(6) 2013 iabp began to alarm, nurse noticed spots of blood in the tubing. A representative from maquet was notified and they assisted the nurse in how to manage the pump. The interventional cardiologist arrived within 30 mins and removed pump. Pt remained stable after iab was removed. Pts death was unrelated to iab complication.